Event description:
It was reported that following the patient's heart attack the right ventricular lead had a dramatic increase in two's (t-wave oversensing). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned to the manufacturer, however performance data was collect from the device and analyzed. No anomalies were found from the analysis of the data.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.